Event description:
It was reported that during a gastric bypass procedure, there was leakage. Though the insufflation was done normally after placing the trocar, leaks of surgical gas are noticed while introducing surgical instruments, especially with the 5 mm diameter instruments. The problem couldn't be solved despite two changes of the trocar sleeve. The procedure was completed despite the difficulties experienced and waste of surgical gas. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.